Event description:
This rv lead was implanted on (B)(6) 95 and was capped on (B)(6) 12. A call to technical services on (B)(6) 11 states that the impedance had decreased to 150-200 ohms. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).